Manufacturer narrative:
The device was received for evaluation in its original but opened packaging. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed and a missing tip protector was observed. The reported condition was verified. The direct cause is operative failure in assembly. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a capd disconnect y set was missing a tip protector. This was observed during set up. There was no patient injury or medical intervention associated with this event. No additional information is available.